Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc.- kenosha wi, facility as part of a 25-pc. Lot in october of 2023. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing process. Evaluation of the returned instrument shows that the jaws and jaw pivot pin are loose from the tube assembly. Further evaluation shows that the tube assembly area and drive rod are both bent/damaged. We are able to validate this complaint for the returned instrument. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod bosses are both damaged where they engage the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned, but we are unable to determine what caused the drive rod and outer tube assembly to become bent/damaged and for the jaws and pivot pin to become separated from the outer tube assembly but mishandling of this device at the end user's facility is suspected. All 25 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "while finishing a procedure the rod that attaches the tip of the clip applier broke off with no prior damage being present". Additional information received states that "the rod that attaches the top of the clip applier broke off". The patient status is reported as "unharmed, there were no fragments in the patient".

Event description:
It was reported that "while finishing a procedure the rod that attaches the tip of the clip applier broke off with no prior damage being present". Additional information received states that "the rod that attaches the top of the clip applier broke off". The patient status is reported as "unharmed, there were no fragments in the patient".

Manufacturer narrative:
(B)(4). N/a other remarks: n/a corrected data: n/a.